Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and experienced error 23062 on initial boot. After recovery, the fse drove all surgeon side console (ssc) axes to their hard stop limits and returned them to center without issue. After driving through the axes, the fse performed a hard power cycle. After rebooting, the system behaved normally, and no further errors were produced. The fse tested no fewer than four reboots without issue. Electrical and mechanical adjustments were made to correct the reported problem. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported fault 23062. The tse was informed that power cycling was performed twice, with the issue clearing on the second attempt. Tse reviewed system logs and found errors related to the ergonomics armrest. Tse advised that it was safe to use the system, noted the issue might return, and explained that disconnecting the affected surgeon console could potentially eliminate the fault. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the error occurred during procedure and the procedure was completed robotically using only console 1. There was no injury to the patient.